Event description:
Reported blood glucose results of 175 mg/dl, 300 mg/dl, and 275 mg/dl with a lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.